Event description:
A surgical tech reported that a patient who underwent bilateral lasik was diagnosed with stage 1, diffuse lamellar keratitis (dlk) in the right eye, at the one day postoperative visit. The patient reported tearing and foreign body sensation, and had no visual complaints. The topical steroid drops were increased. In a follow up, the tech reported that the event resolved within nine days. In the surgeon's opinion, the laser did not cause or contribute to the event.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).